Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2005. There was a cervical seal and a speculum was utilized. About 3 minutes into the ablation the doctor inadvertently pulled out the sheath and the machine alarmed. They immediately reinserted the sheath and cooled the fluid and the scrub tech immediately suctioned out the hot fluid. There was a burn area and cool fluid was applied to it. Then the machine was restared and the ablation was completed which was successful. Examination revealed redness and peeling on the buttocks, introitus and labia as well as vaginal and cervical burns. Silvadine cream was applied to the cervix and vagina and ice packs were applied to the buttocks and labia. Steroids and neosporin cream were also used and the pt was kept overnight for observation.